Event description:
Pt experienced painful hardware s/p right total knee. Total knee insert removed and found to be broken. Dates of use: (B)(6) 2004-(B)(6) 2015. Diagnosis or reason for use: right knee replacement. Event abated after use stopped or dose reduced: yes.